Manufacturer narrative:
The device was received for evaluation. During functional testing, "during the programming of the pump, it gets deprogrammed and you have to start all over again" was not reproduced. A review of the event history log revealed on the event report date may 14,2024 found occurrences of "improper shutdown!" Messages which clears the program. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be corroded battery contact pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "during the programming of the pump, it gets deprogrammed and you have to start all over again". This occurred during programming/setup . There was no patient involvement. No additional information is available.